Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2011. The pt continued to experience unexplained knee pain post-operatively. X-rays looked normal. A different surgeon performed a revision to a total knee arthroplasty. After the revision, the surgeon stated that the implants were well fixated.

Manufacturer narrative:
An eval of the event has been initiated at mako surgical. A review of case session files revealed that all recorded values were within acceptable tolerances. There is no indication of a rio malfunction. Further clinical eval is in progress and a supplemental report will be submitted when results are obtained.